Manufacturer narrative:
We did not detect any non-conformity during the evaluation of the batch production records, actual and retain samples from the same batch. The g-tube could tear following impact during use (aggressive medications or puling with extensive force).

Event description:
This is retrospective submission, following re-assessment of our customer complaints during period 2018-2019. Customer's text: the gastrostomy tube (g-tube) was in place for one (1) day when a tear in the g-tube, between two of the ports, was identified. When this was identified, the g-tube was removed and replaced with a new one. This was from lot # s18013779.